Manufacturer narrative:
Complaint no.: (B)(4). Date of event unknown. Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the side seam. The leak was discovered at the pharmacy during post filling inspection. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual and functional test identified the reported condition as a large leak streaming liquid from the front side of the bag near the left edge. Magnified inspection of the leak location identified the leak as a circular puncture on the front face with an inward direction. There was no impression in the opposite side of the bag; therefore, the damage occurred when the bag was full. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.